Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The most probable cause of the reported b30 scope communication error was attributed to looseness occurred in the lock function of the scope connector socket due to wear/poor handling, or due to the failure in communication with the scope due to an abnormality with the scope. As stated on the IFU (instruction for use) and as a preventive measure, the troubleshoot section of the user manual states: - code: b30 - error message: scope communication err (b30) - possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. - solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. - possible cause: the video system center cannot communicate with the endoscope. - solution: stop using the endoscope and contact olympus. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshoot the customer was advised not to "hot swap" scopes, power down to remove and install scopes in light source. Also, the error must be cleared before trying an additional scope or the same error will reappear with additional scopes. It was recommended the customer swap processors on cart with known good processor to attempt to isolate the issue further but the customer was not willing to attempt at time of call. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event and the customer reported the problem was solved as the issue turned out to be from the scopes.the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support group was informed, during an unspecified event this evis exera xenon light source reportedly presented a b30 communication errors. Multiple 190 series type endoscopes had the error in one room but all scopes worked properly in other rooms. No other no patient injury or harm was reported.